Manufacturer narrative:
(B)(4). Date of initial report: 12/17/2015. The complaint sample was not returned for evaluation. A review of the relevant device history records for this lot found no pertinent entries and that it was released after meeting all product specifications. No trend has been associated with this issue. Without a return of the product, this complaint cannot be investigated further and is unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Event description:
The customer reported that during a procedure involving the bladder, the device handle would not open after use. Another device was used without issue to continue the procedure. No patient injury occurred and no medical intervention required.